Event description:
For previous events regarding this patient, see MFR. Rep. #3004209178-2013-00057. It was reported that the patient experienced pain around the pocket of the implant, starting in (B)(6). The patient experienced a loss of therapeutic effect around the same time and stated that the implant cutoff one night and woke her up. It was reported that the implant was either not working or not on, and it was uncomfortable to sit in a chair as the implant was located in the middle of her back. The patient did not remember if she had fallen recently, but stated that she falls a lot. The patient did not want to troubleshoot the device because, she stated that it hurt too bad, and she wanted to pull it out. It was later reported that a power-on-reset (por) condition with an error code of 0080 was seen. It was noted that the patient reported doing a trickle charge every time she recharged, but did not have access to her recharger so that the manufacturer representative could see what problem she had charging. Impedance measurements were normal. It was noted that the patient experienced severe pain, like a pulled muscle under the implant, with a little touch. The patient even felt the pain with stimulation off, but the implant site looked healed. It was later reported that the patient had her ins replaced with another of the same model, and the device was moved to a more comfortable position on her left hip. Post-operatively the patient had good stimulation and reported it was much easier to recharge.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).